Manufacturer narrative:
Review of the device history records indicate that devices were manufactured and accepted into final stock with no reported discrepancies. There has been similar event(s) for the lot referenced. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.

Event description:
The following information was provided: tibial insert pin loosely attached due to which unable to lock insert. Insert of 1x9mm which dr milind patil tried to implant and its surrounding wire was loosely fitted due to which unable to fit properly on tibial base plate due to which new same size insert had to arranged in 10 mins and implanted, surgery was impacted by 10 mins.